Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open esophagectomy procedure, creating the anastomosis between the esophagus and remnant stomach, the stapler was not fully mated with the orvil/anvil device therefore it never fired or allowed for the anvil to tilt. Another stapler was opened and fired without incident. There was no patient injury.